Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and damaged. Blood glucose level at the time of the incident was 400 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube, a cracked reservoir tube window, a missing end cap sticker, a missing reservoir tube o-ring and a completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir will not lock/click in place. The pump passed the idle current, run current, self-test, off no power, unexpected restart, prime, excessive no delivery, displacement and rewind tests. Unable to perform the basic occlusion or occlusion tests due to the completely broken off reservoir tube lip.